Manufacturer narrative:
H4: based on the 3-digit lot number provided, the manufacturing date of the device was in the month of february 2023 but a specific date could not be identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the event occurred due to misuse by the customer. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿clips are sterilized prior to shipment. Store according to this instruction manual. Inappropriate storage may lead to infection or damage to the device, and it may not be possible to ensure its functionality. Do not use clips that have passed the expiration date listed on the sterilized pack. May lead to infection, tissue inflammation. Do not store in a location where the sterilization pack may be torn, the seal may be peeled off, or the product may become wet with water. Failure to maintain sterility in the sterile pack may lead to infection, tissue inflammation, etc. Do not store the rotary clip device in a sterilized pack that is torn, detached, or wet. Failure to maintain sterility in the sterile pack may lead to infection, tissue inflammation, etc.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the long clip, cartridges were stored and used, removed from the sterilized packs, for immediate use on a daily basis. The issue occurred during the procedure. The procedure was therapeutic. The procedure was completed using the same set of equipment. There were no reports of patient or user harm associated with this event.